Event description:
Technical services received a call on 01/21/2011 from sales rep. Rep calling to report that dr. (B)(6) at (B)(6) repositioned patient's atrial lead and they are now getting good numbers. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).